Event description:
Customer received a patient sample from the ER that generated an elevated but below the 0.50 ng/ml ami cut-off for accu tni. The result was 0.48 ng/ml. Patient was presenting with shortness of breath and abdominal pain. The sample was retested on different chemistry analyzer (vitros eci) due to the elevated accu tni. The result of the retest was 0.0 ng/ml. The sample was re-tested again off the access and the vitros eci. The access results repeated at 0.50 ng/ml (elevated) and 0.0 ng/ml (normal) on the vitros eci. Customer did not report these results. A redraw of the patient was requested. The redraw was 7.2 ng/ml and 0.48ng/ml from the access. The vitros result was 0.0 ng/ml. The customer reported the 0.0 ng/ml accu tni result. The negative result matched the patient's clinical presentation.